Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that the patient's rate went from normal sinus rhythm to atrial pacing at or near the maximum tracking/sensor rate. This high rate pacing caused the patient to become symptomatic. The healthcare professional turned off all the sensors and contacted a boston scientific field representative. The patient's rhythm did go back to normal sinus rhythm; however, the device again started to atrial pace at the maximum rate after a few minutes. The representative arrived at the center and noted that the rate smoothing down marker was present with the atrial pacing on the electrogram (egm), indicating that the rate smoothing down algorithm was active but there was no decrease in the atrial pacing rhythm. The rate was programmed to 6%. The representative programmed rate smoothing down to off and the atrial pacing stopped. The patient's rate then returned to normal sinus rhythm. An attempt was made to program the rate smoothing back on but it was discovered that when the patient had a premature ventricular contraction (pvc), the atrial pacing would accelerate again. The device was programmed with rate smoothing off and the patient was observed closely for 15 minutes. The high atrial pacing rate did not return and the patient was discharged. Data was sent to boston scientific technical services (ts) for further evaluation. No adverse patient effects were reported as a result. The patient experienced some palpations and a mild shortness of breath during the follow up when the atrial pacing occurred. The patient also reported feeling those symptoms prior to the follow up visit.

Event description:
---

Manufacturer narrative:
Engineering review of the device data revealed an interaction that occurred when the device was programmed with both automatic capture and rsd on (and the programmed rsd percentage was less than 12%). This interaction was likely triggered by activation of the fusion avoidance window due to a fusion beat (e.g., the pvcs noted by the sales representative). This then resulted in a pacing sequence that gradually increased the atrial paced rate to the maximum tracking rate (mtr). The ts consultant discussed that magnet application, a threshold test, and any type of pacing programming change will terminate this behavior. At this time, the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Once the data has been analyzed, this report will be updated.